Manufacturer narrative:
The device was returned for analysis. The reported guide detachment was confirmed. Entrapment/ difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of embolism is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a proglide device was attempted in a common femoral artery via a 6f sheath after an interventional coronary angioplasty procedure. Reportedly, the device got stuck in the vessel. The proximal guide separated and the distal guide moved into the aorta. Surgery was performed to remove the separated part of the device and vessel was closed via surgical suturing. There was a clinically significant delay in procedure/therapy. No additional information was provided.